Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was attempted but not implanted, as the physician encountered resistance while advancing the lead. The lead was removed and inspected, and the physician noted that the distal portion of the insulation was bulging. The lead was not used, and another lead was attempted. The second lead was inspected, and it was noted that the distal pin was bent and loose. The second lead was not used, and a third lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead failed introducer test due to proximal conductor kinked at 50.7cm. If information is provided in the future, a supplemental report will be issued.